Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. The field service engineer (fse) was not able to power up the medication station. The power cords and all cable connections were checked. A faulty half height cubie drawer was found to be causing the station not to power up. The half height cubie drawer controller board was replaced. The station was tested and was able to power up and access all drawers successfully. Preventative maintenance service was completed on the medication station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a black screen and had no power. The power source was checked, and no issues were found. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.